Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, when then opening the instrument, the large needle driver instrument's coating was coming off. No fragment fell into the patient. The procedure was completed and the patient outcome was not applicable. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a partially detached carbide insert on one grip. The carbide insert was returned. The mating grip surface exhibits partial coverage of brazing material. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.90 mm offset at the tips. The complaint regarding coating coming off of the instrument was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.